Manufacturer narrative:
Lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm micl 12.1 implantable collamer lens of -7.5 diopter was caught within cartridge as the doctor was advancing the lens, the lens ripped on (B)(6) 2022. There was patient contact but the lens was not implanted. A backup lens was used for the implantation in the patient. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: b5- the reporter indicated that a 12.1mm micl 12.1 implantable collamer lens of -7.5 diopter was caught within cartridge as the doctor was advancing the lens, the lens ripped on (B)(6) 2022. There was patient contact. The lens was explanted on the same day, unknown if this was done intra-operatively. A backup lens was used for the implantation in the patient. Claim# (B)(4).

Manufacturer narrative:
H4- device manufacturer date in initial MDR is corrected to 16-dec-2020. Claim# (B)(4).